Manufacturer narrative:
(B) (4).

Event description:
Pt has had increasing right flank pain that has not been consistent with any pathological etiology. The catheter was repositioned in an effort to achieve increased pain relief and alleviate the loss of therapeutic effect. Pt recovered without sequela. The pump was used to deliver hydromorphone - 7.5 mg/ml; bupivacaine - 40.0 mg/ml; compounded baclofen - 650.0 ug/ml; droperidol - 300.0 ug/ml; clonidine - 800.0 ug/ml.